Event description:
Burn on stomach, burn is the size of a dime or smaller; it is now red [thermal burn]. At first the skin was irritated [skin irritation]. Used thermcare belt for back, she had flipped the product and used it on her stomach for menses pain [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) years-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) , device lot number m61526 , expiration date oct2018 for several years. On (B)(6) 2016 patient used it for menses cramping. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the thermacare belt for back pain and it caused burns on her stomach. The patient had flipped the product and used it on her stomach for menses pain because did not have the thermacare for menses pain. The burn was the size of a dime or smaller. It was red by the time of report. It occurred within the last two weeks, (B)(6)2016 and had improved. At first the skin was irritated. She put some cream on it. She had used the product for four years now and was concerned about continuing to use the product. Patient stated several times although the burn was small, it was going to cause a scar that she does not want. Patient requested scar cream be provided by pfizer. If she doesn't use the scar cream, it will be there forever. Patient further reported no problem noted prior to use, no structure/function disability. When asked is there a reasonable possibility that an serious adverse effect related to the device, the patient considered event burn related to the device, as that was the only thing that she used. All events occurred in (B)(6) 2016, event burn on stomach was resolving, it was red was not resolved by the time of report and other events outcome was not reported. She had some concern about continuing to use the product. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of 'burn on her stomach and red after using thermacare belt for back pain on her stomach for menses pain' as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of 'skin irritation' is assessed as non-serious and associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of 'burn on her stomach and red after using thermacare belt for back pain on her stomach for menses pain' as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of 'skin irritation' is assessed as non-serious and associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m61526, expiration date: oct2018) from an unspecified date (reported as "for several years") for back pain and menses pain. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient used the thermacare belt for back pain and it caused burns on her stomach. The patient had flipped the product and used it on her stomach for menses pain because she did not have the thermacare for menses pain. The burn was the size of a dime or smaller. It was red by the time of the report. It occurred within the last two weeks, (B)(6) 2016 and had improved. At first the skin was irritated and she put some cream on it. She had used the product for four years now and was concerned about continuing to use the product. The patient stated several times although the burn was small, it was going to cause a scar that she does not want. If she doesn't use the scar cream, it will be there forever. The patient further reported no problems noted in prior use with no structure/function disability. When asked if there was a reasonable possibility that a serious adverse effect occurred related to the device, the patient considered event burn related to the device, as that was the only thing that she used. All events occurred on an unspecified date in (B)(6) 2016. Action taken with the suspect product was unknown. Clinical outcome of the event burn on stomach was resolving. Clinical outcome of the event it was red was not resolved by the time of report. Clinical outcome of the other event was not reported. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (01jun2016): follow-up attempts are completed. No further information is expected. Follow-up (06jul2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of 'burn on her stomach and red after using thermacare belt for back pain on her stomach for menses pain' as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of 'skin irritation' is assessed as non-serious and associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of 'burn on her stomach and red after using thermacare belt for back pain on her stomach for menses pain' as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of 'skin irritation' is assessed as non-serious and associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.